Manufacturer narrative:
A2: age or date of birth and d11: concomitant medical products and therapy dates. Section h3, h6: given the nature of the alleged incident, the devices, could not be returned for evaluation. The clinical/medical investigation concluded that, per complaint details, the study-patient experienced arthrofibrosis and post operative stiffness with pain post right cori assisted journey ii and was scheduled approximately 2 months post implantation for manipulation under anesthesia to treat the adverse event. The adverse event is unrelated to the cori robotic system/instruments, possibly related to the procedure, and is not resolved. The provided electronic case report forms do not provide insight into the reported symptoms. As of the date of this medical investigation, no further updates have been provided; therefore, definitive contributing clinical factors could not be concluded. Arthrofibrosis, however, is a known post-operative occurrence and does not corroborate a component malperformance. It was communicated that the patient¿s current health status is ¿not recovered¿ as the outcome is ¿pending update¿. The patient impact beyond the reported right knee arthrofibrosis/post operative stiffness and pain cannot be determined. No further medical assessment could be rendered at this time. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems revealed in warnings and precautions, postoperative section that use extreme care in patient handling is needed and postoperative patient care and directions and warnings to patients by physicians are extremely important. Patients should be directed to seek medical opinion before entering potentially adverse environments that could affect the performance of the implant. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include patient condition or postoperative care. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6: health effect - clinical code and health effect - impact code.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after a tka surgery had been performed on (B)(6) 2022 with a journey ii and cori system, patient presented arthrofibrosis and post operative stiffness. Manipulation under anesthesia was scheduled for (B)(6) 2022. Adverse event has not been resolved.